Event description:
During an endoscopic retrograde cholangiopancreatography procedure, two uncovered non company 8mm x 10cm stents were simultaneously deployed in the right and left hepatic ducts. The distal end of the right hepatic duct stent appeared to remain within the stricture, necessitating the placement of an additional non company telescoping stent of the same size. The proximal end of the additional stent overlapped with the lower third of the initial stent, while the distal end extended to a supra-ampullary position. Despite satisfactory stent positioning, the wire in the right hepatic duct could not be withdrawn. Various techniques, including gentle traction, rat-tooth forceps, and the use of other accessories failed to remove the wire. Spyglass cholangioscopy was performed to access the area, identifying the wire entangled within the overlapping proximal ends of the metal stents. Attempts to remove the wire with a spider bite and rat-tooth forceps under fluoroscopic guidance were unsuccessful. To mitigate the risks, the wire was repositioned into the gastric antrum and a fully recovered non company 10mm x 4cm stent was placed to prevent microleaks or retroperitoneal perforation.